Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/10/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/25/24. On 12/15/24 a beta bionics customer care agent followed up with the user about the event. On 11/25/24, the user experienced a hypoglycemic event after incorrectly inserting the cartridge during a set change. The user failed to rewind the piston and disconnect the infusion set, which resulted in the infusion of all 180 units of insulin at once. The user initially tried to manage the low bg at home but dropped to 62 mg/dl in 30 minutes, prompting their wife to call ems. Ems advised the user to go to the hospital, but they did not provide treatment, and the wife drove to the hospital to avoid an ems ride fee. The user's bg dropped to 38 mg/dl, and they were admitted to the hospital and released on (B)(6)2024. They received IV fluids during their hospital stay and experienced symptoms such as feeling "out of it" and sick. Since the event, the user has been stable and is confident in their ability to properly change supplies to prevent a recurrence. They have resumed using the ilet system.